Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on existing manufacturing documents and returned device data. The returned device data was thoroughly analyzed. The analysis confirmed that the pacemaker was pacing in safety mode during the clinical observation, which was due to a damaged device memory. In the safety mode, the pacemaker paces in single-chamber mode (vvi). In general, the device is able to detect damaged memory content and switches automatically into the safety mode, in which an anti-bradycardia therapy function is ensured. During interrogation, a corresponding warning message is displayed. The data also confirm that the re-initialization was performed successfully. The memory excerpt confirms flawless device behavior after re-initialization. The manufacturing process for this device was verified. The corresponding documents did not indicate any anomalies that could be linked to the complaint. All manufacturing steps were performed correctly. In summary, there is no indication that a manufacturing error was at fault. The analysis of the returned device data confirmed that the implant paced in the safety mode. The reason was a damaged memory content. After re-initialization, the device performed according to expectations. We cannot exclude that external influences (e.g. Strong electromagnetic fields) contributed to the activation of the safety mode.

Event description:
Ous MDR - the patient came in due to pronounced dyspnea. An av dissociation was noted in the ECG. The pacemaker needed to be reinitialized and had been in a voo mode. After initialization, the pacemaker could be reset to ddd mode again. Because this patient is pacemaker dependent, there are plans to replace the device soon. The date of implant was not provided.

Event description:
Ous MDR - the patient came in due to pronounced dyspnea. Av dissociation was noted on the ECG. The pacemaker needed to be reinitialized and had been in a voo mode. After initialization, the pacemaker could be reset to ddd mode again. Because this patient is pacemaker dependent, there are plans to replace the device soon. The date of implant was not provided.